Manufacturer narrative:
This ticket is related to erratic results generated on the alinity c processing module, serial number (B)(6). There was no troubleshooting performed and a single definitive part could not be determined as the likely cause of the elevated result. The alinity c processing module serial number (B)(6), was considered the likely cause. The instrument service history review revealed no additional service tickets associated with discrepant /erratic results. A search for similar complaints did not identify any trends related to erratic or discrepant results as described in the current complaint. The device history records were reviewed and did not identify any non-conformances or deviations related to the current complaint. Labeling was reviewed and adequately addresses the issue under review. Based on the investigation, no systemic issue or product deficiency was identified for alinity c processing module, serial number (B)(6).

Event description:
The customer reported a falsely elevated magnesium (mg) result for one patient sample when running on the alinity c processing module. The following data was provided (customer¿s normal range: 1.7-2.2 mg/dl): on (B)(6)2023: initial mg result = 8.65 mg/dl; repeat results = 1.54 and 1.52 mg/dl the qc was in range at time of the results being generated: qc l1: 2.21 (target mean 2.23) / qc l2: 3.71 (target mean 3.77) there was no impact to patient management reported.

Event description:
The customer reported a falsely elevated magnesium (mg) result for one patient sample when running on the alinity c processing module. The following data was provided (customer¿s normal range: 1.7-2.2 mg/dl): on (B)(6) 2023: initial mg result = 8.65 mg/dl; repeat results = 1.54 and 1.52 mg/dl the qc was in range at time of the results being generated: qc l1: 2.21 (target mean 2.23) / qc l2: 3.71 (target mean 3.77) there was no impact to patient management reported.

Manufacturer narrative:
All available patient information was included. Additional patient details are not available. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.